Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported a crack in the connection of the line. No patient harm.

Manufacturer narrative:
Investigation results: it was reported by customer that the nurse walked in the room and saw that the floor was wet and followed the trail to a crack in the connection of the line. One sample was received for quality evaluation. Visual examination of the sample indicates that there is crack in the female luer adapter. The set was then primed with water and leakage was evident from the crack in the female luer. The customer complaint of component damage was verified. The investigation was forward for manufacturing for possible root cause analysis. Based on the information provided by the customer, it was determined that the leakage was identified after the product was put into use, and therefore the damage could not be related to the manufacturing process. The root cause for the damage of the female luer is unknown, however, based on previously examined products with a similar issue, a possible root cause for the issue seen is using alcohol or an antiseptic cleaner on the luer and not allowing it to dry before creating the connection. The alcohol or antiseptic cleaner can cause luer material to become brittle and crack. A device history record review for model 10800175 lot number 24095035 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.